Manufacturer narrative:
(B)(4). Batch #: t9434a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the jaws misaligned, and with the clamp arm damaged. Upon further analysis of the tissue pad, an off center burn was observed. The device was tested on a gen11. The device did activate during testing. No replace instrument alert screen could be identified during testing. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a minimally invasive surgery, the generator displayed "change instrument" when a new device was connected. The device was not in the patient's body since it did not work at the connection state. The jaws did not close parallel to each other. There were no patient consequences.